Event description:
Reportedly, device was explanted due to heart failure. This was a triple bioprosthesis explant procedure. Tee indicated severe mitral regurgitation. Tee report recap for mitral device: mitral bioprosthesis is well-seated with thickened and restricted leaflets and a flail posterior leaflet. Severe regurgitation and moderate stenosis. Mean gradiet 28mmhg. Condition of prosthesis when removed: mildly calcified leaflets. Implant date: unknown. Explant date: 2009. See also hvt001282 and hvt001283. No other information provided. Requested cd copy of echo, operative report and additional information regarding implants. Devices to be returned for evaluation. The device history record (DHR) review is in process.

Manufacturer narrative:
In 2009, the device history record (DHR) review was completed and there was no nonconformance relating to this event. 06/11/2009 requested information regarding return of the product and was informed that our office was having difficulty with the shipment to another country, but this should be resolved shortly. Despite having been advised that the device will be returned, the following month, no device has been received for evaluation. This cer will be reopened and updated in the event that the device is received. All relevant tasks relating to the evaluation and notification to the customer will be reopened and handled as appropriate. This was determined to be reportable per edwards lifesciences procedures.

Manufacturer narrative:
Evaluation summary: moderate to heavy calcification is evident in the cusp area of leaflets 2 and 3, and moderate in the cusp of 1. Calcification restricted mobility in the leaflets and led to stenosis. A tear at the free margin of leaflet 3 measures to approximately 3mm; moderate calcification is detected in the described region. Host tissue overgrowth is moderate to heavy at the stent inflow. The x-ray demonstrates calcification. Additional information: customer letter sent to include evaluation and DHR results.

Manufacturer narrative:
Device not returned.